Manufacturer narrative:
(B)(4). Batch # n91p5e. The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. The jaws were visually inspected and no damage was observed. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jamming was occurred because the jaws were broken off. The device was used on the vessel. Another device was used to complete the case. There were adverse consequences to the patient.